Event description:
Senseonics was made aware of an instance where the patient experienced had several episodes of hypoglycaemia in the previous month and eversense continuous glucose monitoring (cgm) system did not show accurate values in comparison with a blood glucose (bg) meter. Eversense xl sensor detected a value around 114 mg / dl and the bg meter detected a value around 65 mg / dl.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The exact data and time of the event was not provided. Upon reviewing the glucose plot for 1 week prior to the reported hypo event, it was found that a fingerstick calibration entry of 65 mg/dl was entered in the system at 8:05 pm cet on (B)(6). The matching sensor glucose reading at the time was 114 mg/dl. The average relative difference (ard) for this calibration entry was 75% and the calibration was marked as a suspicious calibration by the system. When the calibration was completed, the system adjusted the sensor glucose reading to 88 mg/dl at 8:23 pm cet but this sensor reading was still not close to the calibration entry. Following the hypo event, the system detected that there was deterioration in the sensor performance and the system retired the sensor in the next few days. The root cause of the early sensor retirement is attributed to degreation of the indicator (tracked as metric of sensor performance). As a resolution, a sensor replacement was offered to the user. No further investigation was found necessary for this complaint.